Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to damaged board pads on the display board. The display board was scrapped after testing. The display screen was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.